Event description:
It was reported that the pt had a granuloma. No patient symptoms were reported. The pt was admitted to the hosp for intractable low back pain; the granuloma was secondary. The hcp reported that the patient's pump was removed in 2007; she thought due to the battery, but she was unsure if the catheter had been removed at that time. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.